Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and uretex, pelvicol and mesh were implanted; on (B)(6) 2004, pelvicol and pelvisoft were implanted; and on (B)(6) 2005, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient experienced pain, erosion, infection, urinary problems, fistulae, recurrence, and dyspareunia. The patient underwent removal of a calcified suture on (B)(6) 2006 due to mesh erosion. It was reported that on (B)(6) 2006 the patient underwent mesh excision due to erosion and on (B)(6) 2008 the patient underwent removal of mesh due to calcified mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) /2004 along with concurrent abdominal sacrocolpopexy due to recurrent sui. It was reported that on (B)(6) 2002, the patient underwent tutoplast fascia lata, cystocele repair and cystoscopy. It was reported that on (B)(6) 2004, the patient underwent revision of pfannenstiel skin incision, vaginal paravaginal repair, sacrospinous vault fixation and rectocele repair with dermal allografting. It was reported that on (B)(6) 2005, the patient underwent attachment of boston scientific repliform graft to sacrospinous ligament and to the arcus tendineus with anterior repair. It was reported that on (B)(6) 2008, the patient underwent closure of vesicovaginal fistula.

Manufacturer narrative:
Date sent to FDA: 12/04/2018. Additional narrative: it was reported that the patient died on (B)(6) 2017. No additional information was provided.